Manufacturer narrative:
Mfg records were reviewed and there is no objective evidence to suggest that the device may have been released with nonconformities related to the nature of this complaint. The device met specifications prior to distribution. Analysis of actual device is pending.

Event description:
Balloon ruptured during use of empira rx ptca catheter on pt. No pt injury, device easily removed from the pt. The pt was successfully treated with another balloon catheter. No damage to packaging or device noted prior to use and the device prepped normally. The target lesion was plad, class b2, 80% stenotic and heavily calcified. There was no difficulty advancing the device through the introducer, accessing the lesion with the guidewire or advancing the balloon through the vessel or over the wire. Omnipaq, ge was the contrast media used with a 1:10 ratio of contrast to saline. A medtronic inflation device was used; the balloon was inflated only one before it ruptured at 15 atm.